Manufacturer narrative:
Additional pro codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the tip of the reamer irrigator aspirator (ria) shaft and the legs of the reamer head broke while reaming inside the canal. There were fragments generated, all pieces were recovered and removed easily. There was no surgical delay. Procedure was successfully completed. There was no damage to the patient occurred. This complaint involves two (2) devices. This report is for one (1) 12.5mm reamer head-sterile for reamer/irrigator/aspirator. This is report 2 of 2 for (B)(4).